Event description:
The customer reported that the fluoroscopy image would disappear. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor needs to be replaced. The reported issue is currently under investigation.